Event description:
Additional information was received on 08/14/2025: specifically, the 4.75 mm knotless biocomposite swivelock sp anchor from the ar-2600fsb-1 fibertak speedbridge implant system broke during the procedure. The case was completed using additional readily available implants, resulting in no delay in case progression or completion. There was no report of additional anesthesia administered. The part number of the implant used to complete the case is unknown.

Manufacturer narrative:
Additional information: b5, g3.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/30/2025, an FDA medwatch notification was received via email. A facility representative reported that the tip of an anchor from an ar-2600fsb-1 fibertak speedbridge implant system broke. The anchor applicator was removed, and the break was visualized. The broken tip was successfully retrieved from the patient¿s shoulder intact. It was matched to the broken anchor, and all pieces were confirmed to be accounted for. This was discovered during an rcr procedure on (B)(6) 2025.